Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not available.

Event description:
This is a general complaint regarding icp express. The customer has filed a report to the (B)(4) medical products agency regarding this product after several incidents where esd has led to malfunction or not correct recordings of icp and resulting in patient intervention. Events occurred after surgery, no delays. Problem to measure intra cranial pressure (icp) with codman icp express stop to function, often in connection with bedside x-ray examination. This has been going on for some time now. The most common error is that the gauges clearly is completely knocked out due to esd, and is not displaying any measured values, only an error code. It has also been the case that icp-value increase unjustifiably much, and then rather quickly returns to what could be interpreted to a normal measurement. But there have been some microsensors which after removal displayed an abnormally large drift. If that is the same microsensor as above has not been able to verify, but there is a factor of insecurity. In these cases, it could be suspected that the icp-value has been inaccurate during the care of the patient. It has also occurred gauges where the measured values increase considerably, and stays at a high but measurable level and where clinical staff not has connected the situation at hand to a technical error, but interpreted that the patient has an impaction of the brain. In this case the patient has received pharmaceutical treatment and CT-scan before the gauge finally is changed to a new one. Consequences of incidents: additional x-ray, additional pharmaceutical treatment, one additional intracranial surgery. Actions taken: it has happened, even though the staff has not been in contact to the bed/patient, that esd occurs and the codman-equipment (the microsensor in the head + the icp express cable outside the head) are put out of function. As it in some cases been enough to exchange the icp express cable to receive the icp-registration again there is a troubleshooting made as a first step. But there has for several patients also meant an extra surgery / another intracranial surgery when the microsensor is broken.